Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. User facility medwatch #(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload cartridge fell off the device and into the abdomen. The cartridge was removed from the abdomen. A like device was used to complete the procedure. There was no pt consequence.